Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Patient underwent mesh vaginal tape procedure and vaginal hysterectomy and tension-free vaginal tape procedure. Pre-op diagnosis: stress urinary incontinence and menorrhagia, leiomyomas of the uterus, and anemia. Post-op diagnosis: stress urinary incontinence and menorrhagia, leiomyomas of the uterus, and anemia.